Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was receiving dilaudid via an implantable infusion pump for non-malignant pain. It was reported that the patient had a MRI and about 30 minutes after the MRI the patient heard beeping. The patient heard the same beeping about 10-15 minutes after the original beeping, and another time 10 minutes after the second occurrence. The patient described the beep as "3 beeps 3 times." The patient reported that the alarm was no longer occurring. No symptoms were reported. No further complications were reported.